Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, a flexor high-flex ansel guiding sheath's packaging was received unsealed, compromising sterility. The device was not used, and another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual examination of complainant provided photographs was conducted as well . The complainant did not return the complaint device to cook for investigation. However, they did provide a photo of the device confirming that the bottom of the pouch was unsealed with all the contents within. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformance's on the lot. A review of complaint history found no additional complaints for this lot number. A search of all lots packaged and inspected by the same personnel as the complaint lot found no lots with relevant nonconformance's or complaints from the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the provided device photograph, complaint file, dmr, and DHR indicates the device was manufactured out of specification. However, cook has concluded this to be an isolated incident, and there is no evidence additional non-conforming devices in house or out in the field. Based on the information provided and the results of the investigation, cook concluded that a manufacturing and quality control deficiency caused this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a flexor high-flex ansel guiding sheath's packaging was received unsealed, compromising sterility. The device was not used, and another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.